Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
A note and photo received stated :leaking when all the lines met together". Photo of the extension set with white substance. Although requested, no further details were provided by the customer for this event.